Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The patient was undergoing reproductive treatment and was taking progesterone for three months to prepare the endometrium for implanting an embryo cryopreservation. A sample was drawn several days after the implant. The result was 5 miu/ml and was reported outside the laboratory. If the result is < 15 miu/ml, they stop the treatment with progesterone and the patient has their menstrual cycle. Afterward, they restart the treatment. If the result is >15 miu/ml, the patient is considered pregnant and continues taking progesterone. Based on the initial result, the patient's progesterone treatment was stopped. On (B)(6) 2017, the patient had menstruation but went to the doctor because the menstruation was longer than normal. On (B)(6) 2017, a new sample was drawn and the hcg + beta result was 108 miu/ml. On (B)(6) 2017, another sample was drawn and the hcg + beta result was 92 miu/ml. On (B)(6) 2217, the hcg + beta result was 54 miu/ml. On (B)(6) 2017, the customer decided to repeat the original sample from (B)(6) 2017 and the hcg + beta result was 1118 miu/ml. It was determined the patient had been pregnant, but she had a miscarriage. The reagent lot number was 156542. The expiration date was 09/2017. The customer repeated all samples that were originally tested between (B)(6) 2017. All of these samples results were reproducible. The qc results were within specification on both days of testing. The field service representative checked the instrument and found it acceptable with no mechanical problem. The customer was not using the recommended sample tube rack adapters which keep the sample tunes from leaning. This may have caused a pipetting issue with the sample. A specific root cause could not be determined with the information provided for investigation. The most probable cause for the event was poor pipetting of the sample. This could have been due to a general malfunction of the liquid level detection, a leaning sample tube, foam or air bubbles on the sample causing erroneous liquid level detection, or use of not-specified tubes.

Manufacturer narrative:
Medical assessment of the event found the use of progesterone after in-vitro fertilization is a widely accepted practice, although the duration of the treatment is still controversial ranging from the first positive hcg + beta result to the 12th week of pregnancy. In this case, there was no information provided concerning previous hcg + beta results or the date the last progesterone treatment was received. According to the literature, no significant differences were found in the number of miscarriages between patients who stopped taking early progesterone and those who continued receiving progesterone. Therefore, it cannot be excluded that other factors may have contributed to the miscarriage. Further investigation of issue found the most likely root cause was a pipetting issue, that was most likely caused by the customer not using the rack adapters. On (B)(6) 2008, roche diagnostics communicated to customers that cup adapters are recommended if using 13 mm standard sample tubes. Customers were informed in this communication that the 13 mm standard sample tubes are narrower than 16 mm standard sample tubes and more likely to tilt if placed incorrectly in a rack. If the tubes not correctly seated in an upright position on the rack, the sample probe may sample incorrectly, resulting in erroneous results. To improve the vertical alignment and handling of 13mm standard sample tubes, roche diagnostics recommended using the cup adapters for standard racks. The cup adapter is designed to significantly reduce incorrect tube placement or incorrect handling of the tube. On 02/09/2016, the bulletin was updated and re­sent to customers to notify them of a new sample disk tube adapter (sdta) for use on the cobas e 411 analyzer. In addition, the bulletin provided an addendum to the operator¿s manual which includes the information on use and maintenance of the 13mm sample disk tube adapter for 13mm tubes used on the cobas e411 analyzer. This updated bulletin also included the original content as noted above in the 2008 communication. No medical device problem or failure was identified during the investigation.